Event description:
The customer reported that when (B)(6) was using the device during his bariatric procedure, the plastic insulation that protected the hinge of the jaw split. Nothing fell into the patient and there was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation was damaged. The reported condition was confirmed and the returned sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.